Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unknown access disposable separated from the end cap, however; the end cap remained connected to the peripheral intravenous line. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.